Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 502 mg/dl earlier in the day and after a few hours had decreased to 390 mg/dl. The customer wanted to deliver a correction bolus, but the pump would not allow this due to the insulin-on-board (iob) feature which showed a time of approximately 2 hours remaining. Tandem customer technical support (cts) explained that the pump will not delivery the correction bolus with the iob time still running. Cts recommended that the customer retest their bg level when their iob reaches zero and if necessary, address the bg level at that time. The customer could not recall why the bg level was initially at 502 mg/dl.